Event description:
It was reported that the patient was unable to charge the ipg despite trying all the suggestions given. The explanted ipg was replaced with MRI compatible device and patient was doing well postoperatively. The explanted ipg was discarded per facility policy.